Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
Customer reported backflow from the secondary to the primary tubing while infusing medication on a patient. Although requested, there are no further details regarding this event.